Event description:
It was reported to gems that when changing (removing) the collimator by an application specialist, the system moved away from the collimator cart and one side of the collimator did not completely unlock. The collimator was left hanging from the detector. Collimator changing is done before the pt procedure, so pt injury is not an issue in this occurrence.